Manufacturer narrative:
The device was not returned. The customer removed and returned the device's multifunction cable. Testing of the multi-function cable at zoll, was unable to duplicate the malfunction.

Event description:
Complainant alleged that during biomed testing the device was unable to detect the attached paddles. Complainant indicated that there was no pt involvement in the reported malfunction.